Event description:
Article: concurrent treatment of a middle-third clavicle fracture and type IV acromioclavicular dislocation; tidwell, john e., md; kennedy, patrick m., dpt; mcdonough, e. Barry, md; am j orthop. 2014 october;43(10): e275-e278. Case 1: patient's broken clavicle was treated by implanting an acumed locking clavicle plate. Patient experienced deformity of the shoulder post op; screw removed in revision surgery.